Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the right ventricular (rv) lead defibrillation coil was beyond the expected upper range, and the impedance trend on the rv defibrillation coil was rising. Analyst commented, rv defibrillator impedance generally rises from 61 to 133 ohms between (B)(6) 2015. Rv defibrillator impedance greater than 100 ohms since (B)(6) 2015. (B)(4).

Event description:
It was reported that during use of right ventricular (rv) lead, alert triggered due to high defibrillation impedance. The rv alert threshold was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.